Event description:
The customer reported the device will not power up. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).